Manufacturer narrative:
(B)(4). As of (B)(4) 2013, no product has been returned to assist in the investigation. Per quality control final inspection for single lumen and leider tpn repair extension it is stated; "confirm correct size and length cannula has been used. Cannula must be secure and extend correct length from distal end of catheter." Confirm correct size connector cannula has been securely positioned and extends correct length from catheters distal end. Must be free of sharp edges or burrs." This product is shipped with an IFU which states under instructions for use step 3: " the replacement catheter end has a preloaded metal cannula. Apply adhesive to the metal cannula. Note for 3.0 french single-lumen repair set only: to facilitate passage of the metal cannula of the replacement catheter into the existing catheter lumen, the included stylet should be passed through the replacement catheter and into the lumen of the existing catheter. The stylet acts as a guide for insertion of the metal cannula. After insertion of the metal cannula into the lumen of the existing catheter, the stylet should be removed." We are inconclusive as to why the failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Per information provided by the rep, the user facility feels a 3fr catheter breaks easily, especially with children crawling around; therefore, the user facility uses repair kit now and then. Rep confirmed that was no repair on a previous placed tpn line. In this event, a (B)(6) male pt had to be anesthetized and insert a whole new tpn line only because the repair kit did not work. Parents and child became very stressed out over the situation as they (parents) were expecting an easy visit that ended with the child having to be anesthetized and have a brand new tpn inserted. No part of the device remained inside the pt. The pt did not require additional procedures due to this occurrence.